Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the customer's speaker/ vibration on the pump was not working correctly. Customer did not provide further information. During troubleshooting with tandem technical support the issue was resolved.